Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the lead was a longitudinal tear on the balloon, approx 2mm from the balloon neck. The review of the lhr (lot f1331801) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Event description:
The following info was reported: device failed to deploy and the entire system came out of the pt. Heparin was reversed. Manual pressure was applied for 25 minutes and hemostasis was achieved. The pt was not hospitalized.